Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non-boston scientific right ventricular (rv) defibrillation lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms during in clinic evaluation. It was noted that pacing impedance measurements then returned to the 400 ohms range. No noise was able to be created with pocket manipulations. It was noted that this system has exhibited intermittent high out of range pacing impedance measurements greater than 2,000 ohms for approximately three years. Technical services (ts) discussed potential causes. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non-boston scientific right ventricular (rv) defibrillation lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms during in clinic evaluation. It was noted that pacing impedance measurements then returned to the 400 ohms range. No noise was able to be created with pocket manipulations. It was noted that this system has exhibited intermittent high out of range pacing impedance measurements greater than 2,000 ohms for approximately three years. Technical services (ts) discussed potential causes. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.